Event description:
Cs29 dlu experienced "firing incomplete". Surgeon noticed leak and immediately placed 4-5 manual sutures. Upon completion, decided to re-do anastomosis with competitive device to complete case without further incident.